Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery (rca) to atrioventricular (av) branch. A 2.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. Insertion into the av branch was very tight and the device was advanced using a guide extension catheter for additional support. During the initial inflation, the balloon ruptured. The device was removed and the procedure was successfully completed with a different device. There were no patient complications.